Manufacturer narrative:
Device evaluated by MFR: the product received in good condition with no visible damage or defects observed. When it was attempted to run pullback functions, the pullback cannot be stopped from the control panel attending to select (rec) on the main system lcd. The pullback only can be stopping it by using the motor drive button. The acq pc failed polaris basic functions. The investigation conclusion isolated the failure to a specific component within a bsc system or assembly which contributed to the event; however the cause for the component failure is unknown. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11360; 2134265-2017-11361. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noticed that there are times that pullback does not stop. Also, there are times that pullback cannot be performed and the image was unable to be displayed. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11360; 2134265-2017-11361. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noticed that there are times that pullback does not stop. Also, there are times that pullback cannot be performed and the image was unable to be displayed. No patient complications were reported.